Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. PMA: den170015. The lot number could not be specified by the initial reporter. Upon review of this facility's order history, we confirmed the occurrence involves one of the following lot numbers: (B)(4), manufacture date 09/17/2018, expiration date 09/17/2021. (B)(4), manufacture date 06/08/2018, expiration date 06/08/2021. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (no returned catheters) therefore, a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position with the red activation knob engaged in the handle for activation of the carbon dioxide cartridge. The powder chamber appeared to be mostly full. When tested as returned, the device did not spray. The device was returned with the on/off switch in the "off" position but switched to "on" during functional testing. The red activation handle was removed, carbon dioxide remained in the cartridge. The lance position was measured using a tool and found to be positioned correctly. However, it was measuring on the low side of the tool. A visual examination of the lance inside the handle indicates it is beveled. However, the o-ring and lance appear to be positioned incorrectly inside the regulator. The lance appears displaced in the regulator and does not appear to be located as far down as normally press fit. The inspection of the carbon dioxide cartridge and regulator (lance and o-ring) confirm the device is of the post-CAPA design. Due to the displaced position of the lance in the regulator, the device was not retested with a new carbon dioxide cartridge. The device was disassembled, and the tubes were disconnected for removal of the powder. No clumps of powder were observed in the tube between the powder chamber and on/off valve. A small amount of powder was observed in the tube between the powder chamber and low pressure valve. Powder inside the tube leading from the powder chamber to the small gray low pressure valve can occur if there is a back flow of pressure. Back flow can occur from an internal or clogged catheter, or if the carbon dioxide cartridge runs out of gas. The large cannula in the powder chamber was clogged with clumps of powder, suggesting an internal clog. A visual of the cannula and hole in the bottom of the powder chamber showed it to be clear. The low pressure valve was disassembled and no powder was found inside. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history records for the possible lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Although the lance position was slightly displaced, it was not the root cause of the device being unable to spray powder. Catheter occlusion can be a cause of this device internally clogging and not being able to spray powder. However, we could not conduct a complete investigation because the catheters were not returned for evaluation. This limits our ability to conclusively determine a cause. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use states the following: "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion...precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel...note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package.". Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history records confirmed that the possible lot numbers said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure for a gastrointestinal bleed, the physician used a hemospray endoscopic hemostat. The physician introduced the device down a colonoscope, and when he attempted to spray the area, none of the powder came out of the device. The staff put on the second catheter and tried to deploy the powder outside of the patient, and it still the device would not spray. Another of the same product was opened and the procedure completed with no further complications. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.